Event description:
Plaintiff alleges that she developed an immediate hypersensitivity to latex from her exposure to latex medical gloves. She alleges that she has suffered severe pain and suffering and has and will suffer wage loss and loss of earning capacity. She further alleges she has suffered mental strain, emotional stress and the loss of enjoyment of life from her hypersensitivity. Plaintiff's husband, alleges the loss of consortium of his wife.